Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that a smiths medical extension tubing was being used by the customer. The customer attempted to connect it to an extension tube (model number: sf-et1725). So he remedied the situation by changing the product to another one. The medical procedure was performed in accordance with the descriptions in the IFU. However, it seemed the customer was unfamiliar with the indwelling operation of such products. No patient injury and no reported adverse events.